Event description:
It was reported that the patient underwent a right transforaminal lumber interbody fusion using a peek cage that was packed with local bone graft and rhbmp-2/acs and a posterolateral fusion with rhbmp-2/acs. Reportedly, starting in (B)(6) 2008 and lasting through at least (B)(6) 2013, the patient developed severe back pain and underwent pain management. It was reported that a CT scan in (B)(6) 2012 showed subsidence and cyst formation around the peek cage.

Event description:
It was reported that on (B)(6) 2008 , the patient underwent a lumbar spine decompression, fusion with instrumentation, bmp and resorbable ceramic granules. On (B)(6) 2008 , the patient was discharged. From (B)(6) 2008 to (B)(6) 2011 the patient received pain medications, anxiety medications and medications for neuropathic pain/nerve pain. On (B)(6) 2008 , the patient underwent a lumbar spine CT. On (B)(6) 2009 , the patient underwent a labs including but not limited to a basic metabolic panel and testosterone serum total. On (B)(6) 2009 , the patient presented for an office visit with pain management. On (B)(6) 2009 , the patient underwent a lumbar spine epidural injection. On (B)(6) 2009 , the patient underwent a bone scan. On (B)(6) 2009 , the patient underwent a epidural lumbar spine injection. On (B)(6) 2009 , the patient presented for an office visit with pain management. The patient also underwent a MRI of the left knee. On (B)(6) 2009 , the patient underwent a polysomnography. On (B)(6) 2009 , the patient underwent a polysomnography with CPAP (sleep study). On (B)(6) 2009, the patient presented for an office visit with pain management. On (B)(6) 2009 the patient underwent an upper gi endoscopy biopsy and EKG. On (B)(6) 2009 the patient underwent a transthoracic echocardiogram (tte) with doppler. On (B)(6) 2009 the patient underwent a gastric bypass laparoscopy. On (B)(6) 2009 the patient was discharged from hospital. On (B)(6) 2009 , the patient underwent various labs including but not limited to a basic metabolic panel and cbc. On (B)(6) 2009 , the patient presented for an office visit with pain management. On (B)(6) 2009 the patient underwent a repair of an inguinal hernia. On (B)(6) 2009 the patient presented in ER and underwent various labs including but not limited to cbc, urinalysis, and glomelular filtration rate. The patient also underwent an abdominal CT and a CT of the pelvis. The patient received IV hydration. On (B)(6) 2010 , the patient presented for an office visit with pain management. On (B)(6) 2010 , the patient underwent various labs including but not limited to a basic metabolic panel and cbc. On (B)(6) 2010 , the patient presented for an office visit with pain management. On (B)(6) 2010 the patient underwent an endoscopy. On (B)(6) 2010, the patient presented for an office visit with pain management. On (B)(6) 2010 the patient underwent a health and behavioral assessment. On (B)(6) 2010 the patient received an injection of rocephin. On (B)(6) 2010 the patient received implantation of a trial spinal stimulator. On (B)(6) 2011 , the patient presented for an office visit with pain management. On (B)(6) 2011 the patient underwent permanent implantation of spinal stimulator and stimulator programming. On (B)(6) 2011 the patient received a lumbar epidural injection. On (B)(6) 2011 the patient presented in ER with a laceration and received a tetanus/diphtheria shot and xylocaine injection. On (B)(6) 2011 , the patient presented for an office visit with pain management. On (B)(6) 2011 the patient underwent an abdomen and pelvis CT scan and a urinalysis. On (B)(6) 2011 the patient underwent a cystourethroscopy w/stone removal. On (B)(6) 2011 , the patient presented in ER and underwent a EKG and various labs including but not limited to hemoglobin and hematocrit. On (B)(6) 2011, (B)(6) 2012 , the patient presented for an office visit with pain management. On (B)(6) 2012 , the patient presented for an intervention behavioral health encounter. On (B)(6) 2012 , the patient presented in ER and underwent various labs including but not limited to cbc and urinalysis. The patient received toradol. On (B)(6) 2012 , the patient underwent various labs including but not limited to cbc, renal function panel, and urinalysis. On (B)(6) 2012 , the patient underwent a lumbar spine CT. On (B)(6) 2012 , the patient presented for an office visit with pain management and underwent a urine drug screen. On (B)(6) 2013 , the patient presented for an office visit with pain management. On (B)(6) 2013 , the patient underwent an upper gastrointestinal series x-rays. On (B)(6) 2013 , the patient underwent a pelvis and abdomen CT scan with contrast and CT omnipaque. On (B)(6) 2013 , the patient underwent an endoscopy with surgical pathology level 4. The patient also underwent various labs including but not limited to a comprehensive metabolic panel, tsh, and cbc. On (B)(6) 2013 , the patient presented for an office visit with pain management. On (B)(6) 2013 , the patient underwent a CT scan of the left knee. On (B)(6) 2013 , the patient also underwent various labs including but not limited to a comprehensive metabolic panel, urinalysis, and cbc. On (B)(6) 2013 , the patient presented with infection and received lactated ringers solution, ofirmev and cefazolin. On (B)(6) 2013 , the patient presented for an office visit with pain management and underwent a urine drug screen. On (B)(6) 2013 the patient underwent revision/removal of spinal neuro-stimulator. On (B)(6) 2014 , the patient underwent a lumbar spine MRI.

Event description:
It was reported that on: (B)(6) 2014: patient underwent six views x ray of the cervical spine which reveals normal anatomic alignment. No prevertebral soft tissue swelling. Slight decrease in the height of c5-c6 intervertebral disc.

Manufacturer narrative:
(B)(4). Review of radiographic images found as follows: (B)(6) 2013 ultrasound lower extremity no comment (B)(6) 2013 chest x-ray bilateral fluffy parahilar infiltrates o/w normal (B)(6) 2013 lumbar spine series flexion/extension lateral views of the entire spine show previous fusion from l4 to s1 with interbody spacers and pedicle screws. There appears to be no movement through the area of fusion, however the upper spacer (at l4/5), appears to be capstone, is about 40% posterior to the most posterior aspect of the l4 body. This suggests it has migrated although without immediate postop films this cannot be confirmed. (B)(6) 2014 CT brain no spinal imaging is obtained (B)(6) 2014 chest x-ray no change from film taken on (B)(6) 2013 some cardiac enlargement is suspected. Parahilar infiltrates remain (B)(6) 2014 chest x-ray much improved study with decrease in hilar markings, smaller cardiac shadow and better overall inspiration. (B)(6) 2013 chest x-ray poor inspiration film. Cardiac monitor leads are in place. Diaphragm expands only down to t7. (B)(6) 2013 CT head study stops at c1/2 interface. No spinal pathology evident. (B)(6) 2014 CT facial allows cervical visualization to c3/4. No cervical pathology is seen.

Event description:
(B)(6) 2004: the patient underwent x-rays of the upper gi. Impression: small hiatal hernia with moderate to severe degree of gastroesophageal reflux disease. X-rays of the tibia and fibula were normal. Chest x-ray showed no active disease. (B)(6) 2007: the patient presented with lower back pain. The pain radiates down his right leg. (B)(6) 2007: the patient presented with continued pain with right lower extremity radiculopathy. An MRI taken on a previous date shows a herniation of l5-s1. (B)(6) 2008: the patient presented with concerns about side effects of medication. The patient reports sexual dysfunction since being on cymbalta. Assessment: erectile dysfunction; depression; chronic back pain. Patient is given viagra. (B)(6) 2009: the patient underwent x-rays of the thoracic spine. Impression: normal study. The patient also underwent x-rays of the lumbar spine. Impression: status post fusion of l5-s1. Rest of study is within normal limits. (B)(6) 2014: the patient presented with back pain. The pain radiates to the left foot and right foot. Examination found extreme weakness in the back and lower extremities. Assessment: chronic pain syndrome; post-laminectomy syndrome of lumbar region. (B)(6) 2013: per billing records, the patient presented in ER and underwent a head CT scan, EKG, hydration IV, and various labs including but not necessarily limited to: troponin, cbc and cmp. (B)(6) 2014: per billing records, the patient presented in ER and underwent a facial CT scan on (B)(6) 2005: hida scan with ejection fraction showed an ejection fraction of 15%.the patient was advised to have esophagogastroduodenoscopy and laparoscopic cholecystectomy. Assessment: 1. Vague left-sided chest pain, not cardiac in origin. 2. Gastroesophageal reflux disease. 3. Acalculous chronic cholecystitis and biliary dyskinesia. On (B)(6) 2005: pre-operative diagnosis: sub acute acalculous cholecystitis and biliary dyskinesia. Findings: the wall of the gall bladder is slightly thickened. There are a few scattered inflammatory cells consisting of lymphocytes. There are occasional aschoff-rokitansky sinuses.

Manufacturer narrative:
(B)(4). Review of radiographic images found as follows: (B)(6) 2008 lumbar spine 3 views. These three jpeg images are photos of x-rays and are of abominable quality. The lateral is over penetrated to the point of seeing only very rudimentary shapes of the lumbar spine and sacrum. The three ap views are a bit better, showing the lumbar spine and pelvis, but again are very under penetrated losing 80% of the detail. The lumbar spine is straight, the pelvis and hips appear normal. The symphysis and hips appear non-arthritic. On (B)(6) 2014 cervical spine x-ray shows a single lateral view. No implants have been placed. Cervical lordosis is maintained. Disc spaces are well maintained. Lower spine is not visualized as shoulder shadow cuts across c6. Soft tissues ventral to the spine appear normal. On (B)(6) 2014 bilateral foot films ap, lateral and oblique views are obtained of each foot. Left foot alignment is completely normal. Right foot shows a slight metatarsus primus varus. Vary slight spurring is seen on the talar heads, left navicular and left os calcis at the attachment of the plantar fascia.

Event description:
On (B)(6) 2001: the patient also underwent EKG and laboratory work and sedimentation which were within normal limits. On (B)(6) 2002, the patient presented with headaches, ¿r/o¿ aneurysm. On (B)(6) 2002, the patient presented with headaches. The patient underwent CT angiogram of head, with and without contrast, due to headaches, ¿r/o¿ aneurysm. Impression: negative CT angiogram of the circle of willis. On (B)(6) 2005 the patient presented in ER with squeezing chest pain that radiated into left neck and shoulder and shortness of breath. The patient reported that the pain was intermittent in nature and had been going on for two to three weeks with approx. 2 episodes per hour. The paint reported the pain could be so bad that he would vomit. EKG and chest x-rays were normal. The patient was given albuterol and atrovent. Assessment: asthma; atypical chest pain. On (B)(6) 2007 the patient presented with low back pain and right lower extremity radiculopathy. The patient underwent a lumbar spine MRI which demonstrated small central degenerative disc protrusion at the l5-s1 disc level that had a small posterior annular tear. On (B)(6) 2008 the patient presented with right lower extremity pain to the knee. . Previous MRI was reviewed which showed degenerative disk with annular tear at l5-s1. It was recommended that the patient lose weight and undergo epidural injections. At this point the patient was over 300lb on a 5¿11¿ frame. The patient was prescribed a medrol dose pak. On (B)(6) 2008 the patient underwent pain management procedures. On (B)(6) 2008 the patient presented for pain management follow-up. On (B)(6) 2008 the patient presented with back pain and left leg numbness. The patient underwent lumbar epidural steroid injection and caudal injection procedures. The patient also reported that the last injection had caused burning sensation in left leg in the lateral aspect that was going to the toe level. On (B)(6) 2008, the patient presented for pain management. The patient reported that the recent caudal injection gave exquisite pain relief for quite some time. The patient underwent another caudal epidural steroid injection. On (B)(6) 2008 the patient presented with pain in lower back and right leg. The patient was informed that if they could lose ¿a significant amount of weight¿ they would most likely go through with a fusion surgery. On (B)(6) 2008, the patient presented for follow-up due to back pain. The patient reported that he had not gained significant relief from lumbar epidural injections and wished to proceed with surgery. On (B)(6) 2008, the patient presented with the following diagnosis: lumbar degenerative disc disease. On (B)(6) 2008, the patient was admitted to the medical center for a surgery. On (B)(6) 2008, the patient underwent x-rays of lumbar spine, intra-op, which demonstrated that the metallic probe was localizing the l5-s1 disk level for site verification. The patient also underwent x-rays of lumbosacral spine, intra-op, which demonstrated new surgical screws and rods were seen in place bridging the l5 and s1 vertebra, with a spacer at the l5-s1 disk space. On (B)(6) 2008, the patient presented, 1 month post-op, with some back pain but no leg pain. On (B)(6) 2008 the patient reported having pain and requested change in medication. On (B)(6) 2009 the patient presented with shooting low back pain ¿ worse at night. The patient also reported that he continued to have pain and was very unhappy with his postoperative course. On (B)(6) 2009, the patient presented with the diagnosis of hypogonadism. On (B)(6) 2009 the patient presented with testicular ¿hypofunc nec¿, and underwent various labs which revealed high glucose levels and low glomerular fil rate. Reportedly, it also revealed low total testosterone. On (B)(6) 2009 the patient presented for pain management follow up. On (B)(6) 2009 the patient presented for pain management follow up. On (B)(6) 2009 the patient presented for medication refill. On (B)(6) 2009 the patient presented for pain management follow up. On (B)(6) 2009 the patient presented for medication refill. On (B)(6) 2009, the patient presented with the diagnosis of obstructive sleep apnea, and underwent a sleep lab test. Impression: moderate obstructive sleep apnea. On (B)(6) 2009, the patient presented with the diagnosis of obstructive sleep apnea, and underwent a sleep lab test. Impression: obstructive sleep apnea, corrected with CPAP machine. On (B)(6) 2009 the patient presented with pain and the assessment of: lumbar post laminectomy syndrome; lumbosacral spondylosis w/o myelopathy; right lumbar radiculopathy; and gerd. In the encounter notes it stated that the patient had only received moderate results from epidural injections. The patient was also reported to have sleep apnea. On (B)(6) 2009 the patient presented with morbid obesity and for a bariatric consult. The patient¿s bmi was 46.3. Medications: nexium, celebrex, flexeril, neurontin, percocet. The patient complained of extreme pain in ankle and back, and shortness of breath. On (B)(6) 2009 the patient presented for medication refill. On (B)(6) 2009 the patient presented with axial and radicular pain. Gastric bypass surgery was recommended. The patient was also diagnosed for morbid obesity. On (B)(6) 2009, the patient presented with the following diagnosis: morbid obesity. The patient underwent echocardiography exam. Conclusion: normal left ventricular systolic and diastolic function parameters; no major valvular abnormalities identified; no evidence of pulmonary hypertension, left ventricular hypertrophy or diastolic dysfunction noted. On (B)(6) 2009, the patient was discharged home. On (B)(6) 2009, 1 week post op gastric bypass surgery, the patient presented with thirst, fatigue, abdominal pain, nausea, diarrhea, and right toe pain and cramping. The patient underwent fluid replacement therapy. The patient underwent various labs which revealed a high monocyte count, ast and aly and low potassium on (B)(6) 2010 the patient presented with increased lower back pain. The patient was diagnosed with lumbosacral spondylosis. In the encounter notes it reported that the patient had lost approx. 90lbs due to gastric bypass surgery. On (B)(6) 2010 the patient presented for medication refill. On (B)(6) 2010 the patient presented with back and radicular pain. The patient was diagnosed with lumbosacral neuritis ¿nos¿ and lumbosacral spondylosis. On (B)(6) 2010 the patient presented for various evaluations for spinal cord stimulator. On (B)(6) 2010 the patient presented for evaluation whether the patient was psychologically appropriate candidate for installation of a spinal cord stimulator. Diagnostic impression: axis I. Depressive disorder, not otherwise specified. Pain disorder. Axis ii: no diagnosis. Axis iii: deferred to physicians. Axis IV: psychosocial stressors, considering installation of a spinal cord simulator. Axis v: current global assessment of functioning equals 54. On (B)(6) 2010 the patient presented for spinal cord simulator trial. On (B)(6) 2010 the patient presented for medication refill. On (B)(6) 2011 the patient presented with back pain. The patient reported of pain with right lower extremity pain to knee level since the motor vehicle accident in 2007. Musculoskeletal examination revealed marked decreased range of motion on flexion and extension in lumbosacral spine. Impression: lumbar postlaminectomy syndrome; right lumbar radiculopathy; status post laparoscopic gastric bypass surgery. Per the encounter notes the patient had recently undergone a spinal cord stimulator trial with excellent results. A permanent implantation was to be scheduled. On (B)(6) 2011, the patient presented with the following diagnosis: chronic back pain with lumbar degenerative disc disease. On (B)(6) 2011 the patient presented in ER with a puncture wound on the left hand. The patient received a tetanus shot. The patient also reported of swelling and soreness in left hand. On (B)(6) 2011 the patient presented with low back pain and availed of the following service: pain management. The patient had the admit diagnosis: lumbago, principal diagnosis: postlaminectomy syndrome-lumbar, secondary diagnosis: lumbosacral spondylosis, aortoco ronary bypass, esophageal reflux, post-proc states, arthrodesis status. On (B)(6) 2011 the patient presented for pain management with the following admit diagnosis: lumbosacral neuritis, principal diagnosis: postlaminectomy syndrome-lumbar, secondary diagnosis: lumbosacral spondylosis, esophageal reflux, bariatric surgery. On (B)(6) 2011 the patient presented with back pain and nausea with vomiting. Admit diagnosis: lumbago on (B)(6) 2011 the patient presented with back pain. Admit diagnosis: lumbago on (B)(6) 2011 the patient underwent lab test. On (B)(6) 2012, the patient presented with low back pain with no radiation. The pain was described as ache. The patient reported dif ficulty with the spinal cord stimulator charging and that it was burning skin. Musculoskeletal examination revealed paraspinal muscle spasm with tenderness to palpation and decreased range of motion in lumbar spine. Assessment: postlaminectomy syndrome of lumbar region. Medications: azithromycin, cymbalta, lisinopril, percocet, promethazine, tamiflu, zanaflex, and zofran. On (B)(6) 2012 the patient presented with low back pain radiating into bilateral legs. The pain was described as ache, sharp and shooting. Symptoms were aggravated by bending, daily activities, sitting, standing, twisting and walking. Musculoskeletal examination revealed tenderness to palpation and moderate pain with motion in lumbar spine. Assessment: lumbosacral spondylosis without myelopathy, lumbago, lumbar postlaminectomy syndrome, thoracic or lumbar radiculopathy. On (B)(6) 2012, (B)(6) 2013, the patient presented with low back and leg pain described as aching, shooting, and stabbing. The pain radiated from lower back to the right leg. Symptoms were aggravated by bending, jumping, lifting, pushing, running, sitting, standing, twisting and walking. Physical examination revealed headache and back pain. Musculoskeletal examination revealed tenderness to palpation and moderate pain with motion in lumbar spine. Diagnosis: post lumbar laminectomy syndrome, lumbar radiculopathy, lumbosacral spondylosis without myelopathy, thoracic or lumbar radicultis, l5 radiculopathy, pain in joint involving lower leg. Medications: lisinopril, zofran, cymbalta (60mg and 30 mg), zanaflex, skelaxin, promethazine. On (B)(6) 2012 the patient presented in ER with complaints of abdominal pain, moderate-severe sharp intermittent pain in the right flank, urinary frequency, possible urinary tract infection and possible kidney stone. The patient underwent labs which revealed high glucose, bun, alkaline phosphatase, neut, monos, and low mch, potassium, chloride, and glomelular fil rate. Impression: renal colic, ¿uti¿. On (B)(6) 2012 the patient reported lower back pain radiating into the right leg. Principal diagnosis: lumbosacral spondylosis. On (B)(6) 2013 the patient presented with lower back pain radiating into the right leg. A request was put in for stim reprogramming. Principal diagnosis: lumbosacral spondylosis on (B)(6) 2013 the patient presented with lower back pain radiating into the right leg. The patient¿s gait was noted as antalgic on the right but not broad based. The sciatic notch was noted to be tender on the right. The patient had the following principal diagnosis: lumbosacral spondylosis. On (B)(6) 2013 the patient presented for a stim adjustment. In the encounter notes, an explant and re-implant of a stim was to be sc heduled. Principal diagnosis: postlaminectomy syndrome-lumbar. On (B)(6) 2013 the patient presented with the following admit diagnosis: abdominal pain right upper quadrant. On (B)(6) 2013 the patient presented with lower back pain. Principal diagnosis: lumbosacral spondylosis. On (B)(6) 2013 the patient presented with abdominal pain and underwent an esophagastroduodenoscopy and gastric biopsy. Diagnosis: mild chronic gastritis. A cfv stain was negative for heliobactor organisms. Impressions: normal esophagus, normal stomach, normal jejunum, no ulcer, stricture or other. On (B)(6) 2013: the patient presented with the following diagnosis: ineffective stimulation.

Manufacturer narrative:
Additional information: image review image review findings:(B)(6) 2007 cervical spine series multiple views of the cervical spine are reviewed. Initial lateral shows c1 through c5/6 wih the remainder obscured by the shoulders. Swimmer¿s view show the remainder in normal alignment. Flattening of the normal lordosis is noted. Ap view appears normal. Two open mouth views show normal c1/2 lateral mass relationships with normal odontoid. Obliques show minimal disc space narrowing but apparently patent foramen. Lumbar spine series straight without scoliosis; oblique views show advanced arthritis of the l5/s1 facet joints; spot lateral shows minimal narrowing of the l5 disc without subluxation or abnormal alignment. Normal lordosis is maintained. (B)(6) 2007 lumbar MRI t2 sagittal films show mild desiccation of the l5 disc. Other discs are well preserved in hydration and height. No stenosis is present. Conus is behind l1 and normal in appearance. Axial views show small subannular disc protrusion in midline at l5. This causes no canal stenosis. (B)(6) 2008 lumbar MRI no interval change is noted from the MRI of (B)(6) 2007. T2 sagittal films show mild desiccation of the l5 disc. Other discs are well preserved in hydration and height. No stenosis is present. Conus is behind l1 and normal in appearance. Axial views show small subannular disc protrusion in midline at l5. This causes no canal stenosis. (B)(6) 2008 chest x-rays widening of the upper right heart boarder is noted. Poor inspiration is noted with right chest obscured below the 8th rib. Cardiac shadow is not otherwise enlarged. Bony anatomy is normal. Lateral shows disc space narrowing with normal kyphosis. Lumbar series series straight without scoliosis; oblique views show advanced arthritis of the l5/s1 facet joints; spot lateral shows minimal narrowing of the l5 disc without subluxation or abnormal alignment. Normal lordosis is maintained. (B)(6) 2008 lumbar series inter operative lateral showing probe at the level of the l5 disc. Subsequent lateral film shows construct in place with screws in l5 and s1, interbody spacer (crescent) in the l5 disc and spanning rods bilaterally. Drain appears to be in place. (B)(6) 2008 barium swallow multiple films are taken of the thorax and esophagus with contrast at various positions within. No spinal pathology is delineated in these films. (B)(6) 2008 lumbar CT axial views show construct at l5/s1 consisting of crescent spacer in good position, pedicle screws bilaterally at l5 and s1 and rods spanning the level. All components are in good position. Laminectomy has been performed at l5. No evidence of stenosis or heterotopic bone is noted on CT. Bridging bone cannot be verified in axial, coronal or sagittal series. (B)(6) 2009 bone scan views of the skull, cervical spine and shoulders are viewed from lateral. There is some uptake at the c1/2 articulation that appears to involve most of the right cervical spine. The left side shows far less activity. Shoulders appear symmetric with signal in both distal clavicles and humeral heads. Lumbar views show a slight increased uptake posteriorly in the region of the l3 spinous process. (B)(6) 2009 left knee MRI some increased signal is seen within the substance of anterior and posterior horns of the medial meniscus. No frank tear is appreciated. Cruciate ligaments appear intact. (B)(6) 2009 abdominal CT scan covers area from just above the diaphragm to the pubis. This study is not contrasted. Heart, lungs and abdominal contents appear normal. Lumbar construct is as seen on 2008 CT although nature of the study does not provide as much detail. Fusion cannot be verified on this study. (B)(6) 2011 abdominal CT interval placement of spinal stimulator generator at l2 on the right with leads spanning t9 and t10. This study includes pulmonary detail and is contrasted. Spinal stimulator leads can be verified to be in midline and dorsal within the spinal canal. No abdominal pathology associated with the spine can be documented. (B)(6) 2012 lumbar CT axial views show construct at l5/s1 consisting of crescent spacer in good position, pedicle screws bilaterally at l5 and s1 and rods spanning the level. All components are in good position. Laminectomy has been performed at l5. No evidence of stenosis or heterotopic bone is noted on CT. Bridging is now verified. Facetectomy has been performed on the right at l5 and there is some heterotopic bone in the vicinity of the removed facet. This does not compress the adjacent neurologic structures. (B)(6) 2013 upper gi series kub scout shows spinal stimulator unit in place again with generator on the left at l2 and the leads extending to t9/10. Cholecystectomy clips are noted. Multiple films of the abdomen with contrast are then provided showing no evidence of spinal pathology. (B)(6) 2013 abdominal CT spinal stimulator generator at l2 on the right with leads spanning t9 and t10 are again seen. This study includes pulmonary detail and is contrasted. Spinal stimulator leads can be verified to be in midline and dorsal within the spinal canal. No abdominal pathology associated with the spine can be documented. (B)(6) 2013 left knee CT shows bony components in place. Osteophytes are seen off the superior and inferior poles of the patella. (B)(6) 2014 lumbar MRI construct is in place at l5/s1. Clear desiccation of discs is now seen at l5, t12 and t11. Sagittal alignment is normal. Axial views show laminectomy at l5 with enlarged thecal sac. Borderline stenosis is noted at l4/5. Facet hypertrophy is noted at that level bilaterally, severe on the right, mild on the left. This contributes to some foraminal stenosis on the right side.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Image review: rhbmp-2/acs implanted: (B)(6) 2008 patient complaint: it was reported that on or about (B)(6) 2008 the patient underwent a right transforaminal lumber interbody fusion using a peek cage that was packed with local bone graft and rhbmp-2/acs and a posterolateral fusion with rhbmp-2/acs. Reportedly, following surgery and starting in (B)(6) 2008 and lasting through at least (B)(6) 2013, the patient suffered severe back pain and underwent pain management. It was reported that a CT scan in (B)(6) 2012 showed subsidence and cyst formation around the peek cage. On (B)(6) 2008 the patient presented with intractable back pain and the preoperative diagnosis or l5-s1 degenerative disc disease with instability and radiculopathy. The patient underwent surgery which consisted of a right transfacet approach for discectomy; l5 inferior laminectomy, s1 superior laminectomy, l5-s1 medial facetectomy of decompression of the right l5 and s1 nerve root; transpedicle screw instrumentation, bilateral, l5 and s1; right transpedicular lumbar interbody arthrodesis using peek cage and local bone graft for arthrodesis and rhbmp-2/acs bmp, l5-s1; and bilateral posterolateral arthrodesis using compression-resistant matrix and rhbmp-2/acs using local bone graft and rhbmp-2/acs. Per the operative notes ¿¿.the peek cage was then packed with rhbmp-2/acs and local bone graft that had been morselized previously. The rhbmp-2/acs, which was a large package, a large bone was initially cut into 3 equal pieces and 1 of these pieces was again cut in 3rd; 1/3rd placed in the peek cage, another 3rd in the form of with local bone graft in it. Next, the interbody space was packed with local. The peek cage was then inserted in a transforaminal fashion assuring there was no trauma to both the transversing and exiting nerve roots at this level. The peek cage was then turned into the correct position and tacked anteriorly. Intraoperative x-rays were used to verify good position of the graft. Next, the remainder of the morselized bone graft was placed posterior to the peek cage. Prior to the placement of the peek cage, the screw caps were loosened. Hemostasis was assured. A wire compressor was then placed to achieve compression upon the peek graft. The pedicle screw caps were then placed, tied in position using 30-mrn rod bilaterally. Next, morselized bone graft was wrapped into the remaining two 1/3rd segments of the rhbmp-2/acs and these were placed in posterolateral position spanning the l5 transverse process through the sacral ala inferiorly...¿ emg and radiographs were used to monitor and verify placement and alignment. No patient complications were noted.

Event description:
It was reported that on 06 june 2013: patient presented for follow-up with complain of back pain that radiates down the back of the leg to the first toe of the right foot. (B)(6) 2013: patient presented for an office visit with back pain. Musculoskeletal exam: moderate deep tenderness in the midline present. Tenderness over the sacroiliac joint noted. Spasm present.

Event description:
It was reported that on (B)(6) 2014 the patient presented with pain in right great toe. He also reported pain along the outer margins of both feet and fatigue. There was tender to palpation along the lateral margin. Assessment: foot pain; gout; obesity. The patient underwent x-rays of the bilateral feet due to pain. Impression: bilateral calcaneal bony spurring was noted. On (B)(6) 2014 the patient presented for gout. The patient described the discomfort/pain as sharp and throbbing. It occurs intermittently. Assessment: gout. On (B)(6) 2015 the patient presented with hypertension and gout. Severity level is moderate for gout and location is left big toe. The patient described the discomfort/pain as throbbing. It occurs persistently. Associated symptoms include joint pain. Assessment: gout; hypertension; obesity.

Manufacturer narrative:
Review of radiographic imaging found as follows: (B)(6) 2007 cervical spine series shows widespread degenerative disc disease with narrowing of disc spaces and straightening of the normal cervical lordosis. Open mouth view, and obliques show no severe foraminal or atlanto-axial disease. Lumbosacral x-ray series shows moderate l5/s1 facet arthritis without instability. Disc space narrowing is not as severe in these films. On (B)(6) 2007 sitting MRI lumbar shows degenerative disc disease at l5 without signs of significant stenosis. Desiccation and small hiz (annular tear) is noted midline posterior in l5 annulus. On (B)(6) 2008 chest x-ray series is essentially normal lumbosacral series x-rays show facet arthritis in the lower segments. Mild disc space narrowing at l5 is seen. There is normal lordosis. On (B)(6) 2008 lateral lumbar x-ray show spot lateral with probe over l5 disc. Second film shows pedicle screws and interbody spacer at l5 with alignment well preserved. On (B)(6) 2009 abdomen shows pedicle screws, rods and spacer at l5. Chest CT no spinal pathology noted. On (B)(6) 2008 lumbar CT shows construct at l5/s1. Peek spacer placed from the right shows no heterotopic bone formation. Cyst formation involving the s1 superior endplate can be seen without an canal compromise. On (B)(6) 2009 MRI knee no pathology noted. On (B)(6) 2009 barium swallow study of esophagus. Not interpreted. On (B)(6) 2012 lumbar CT shows spinal stimulator leads no in place with right-sided generator. Also some facet dissociation at l4 above the fusion with mild stenosis noted at this level. Construct is well maintained at l5/s1 with fusion bone seen on coronal images spanning across l5. On (B)(6) 2013 upper gi series not interpreted. On (B)(6) 2013 CT abdomen and chest no spinal pathology noted. On (B)(6) 2013 standing ap both knees shows normal left with valgus right knee and lateral compartment narrowing. CT shows no clear pathology. On (B)(6) 2014 lumbar MRI stir sagittal t2 shows advanced djd at l5 with pedicle screw fusion at that level. Axials show signs of endplate erosion of s1 around the prosthesis.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.